Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusions alarm occurred. During system check with tandem technical support, it was confirmed that the occlusion was related to the cartridge. Customer changed out pump supplies, to address the alarm and resumed insulin delivery. Customer's blood glucose level was 280 mg/dl.